Event description:
Discordant, (B)(6) results were obtained on samples used for pharmaceutical testing on an advia centaur xp instrument. The (B)(6) sample was repeated as (B)(6). The samples were repeated on the same and alternate advia centaur xp instruments, resulting (B)(6) for (B)(6) and (B)(6) for (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse recalibrated the ancillary probe's position and depth of cuvette. The cse cleaned acid and base reservoirs and replaced the reagents. The cse ran quality controls which were within the acceptable ranges. The cse revisited the customer site. The cse discovered liquid in the bottom of the fluidics drawer. The cse also measured the base output, which was approximately 330 ul. The cse replaced the base pump in fluidics drawer, primed the base line, adjusted the base output for 300 ul and performed the cleaning procedure. The cse updated the wash block assembly, replaced the aspirate pinch valves and adjusted the ancillary probe and reagent probe 3. The cse ran ten repetitions of quality controls for both the assays, which were within the specifications. A follow up call to the customer was made. The customer stated that the instrument is performing according to specifications. The cause of the (B)(6) result is unknown. No further evaluation of the device is required. The instrument is performing according to specifications.